Event description:
The manufacturer has received information that a patient has died. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This correction is being filed to clarify this event is not related to the recall. No other changes made.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has died. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device indicated was a system one heated humidifier. It is likely a philips CPAP device was used. Since no additional device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The device was returned to a third-party service center. The technician could not confirm foam particles in the air path during the device evaluation. There were some secondary findings like heater plate corroded and dry box contaminated. The device was scrapped. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
Previously reported as, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has died. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, box b: adverse event or product problem- (adverse event/product problem, and describe event or problem) as "the manufacturer received information alleging an issue related to a philips CPAP. The patient has passed away. The device was returned to third party service center and evaluated. Evaluation result stated that heater plate - corroded, dry box assembly - contaminated, inlet seal - contaminated. The device has been scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed", box h: device manufacturers- (device) problem code grid) have been corrected/updated.